Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd april 2025, it was reported by an arthrex's employee via email that for an ar-8926t, knotless tightrope® syndesmosis repair implant, titanium, the pulling suture broke when surgeon tried to pull out from the tunnel. This was detected during an ankle scope procedure on (B)(6) 2025. The procedure was completed successfully by using another implant. Update on 3rd april 2025: there was no patient harm.